Event description:
It was reported that the physician was implanting a 20mm helex septal occluder to close a pfo (patent foramen ovale). The physician crossed the defect and while forming he left atrial disc, the device prematurely locked. The physician removed the mandrel and attempted to remove the occluder with the retrieval cord. The cord broke; hence a 25mm goose neck snare was used. The physician was unable to snare the device so biotome forceps were used to capture the device and retrieve it into the delivery catheter. A second 25 mm helex device was successfully implanted. Upon evaluation of the patient, the physician noted a pericardial effusion. The physician performed a pericardiocentesis procedure to drain the effusion. The patient was then treated with 20mg of protamine. The patient was stabilized with good vitals and no residual effusion. On follow up, the patient was in good condition.

Manufacturer narrative:
Patient weight is unavailable. A review of the manufacturing paperwork was conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Blank fields present on this form include only fields determined to be not applicable. Blank required fields were determined to be inapplicable.